Manufacturer narrative:
This report is being amended to reflect changes in sections. The lot number was not provided. The product was discarded at the hospital; therefore, no physical evaluation could be conducted. Device history records could not be reviewed as the lot number was not provided. The drills are used for treatment. Based on information provided, the most likely cause of the reported drill breakage cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the drill fractured and a piece was left inside the patient's bone.